Event description:
It was reported that the stent foreshortened, requiring an additional device. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. The lesion was predilated and stent was implanted in the superficial femoral artery; however, it shortened to approximately 12 cm. An additional stent was required. There was no patient injury.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was inspected for damage. Visual examination of the outer sheath, tip, inner sheath, and the remainder of the device revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was not returned for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found no damage that would have contributed to the stent foreshortening.

Event description:
It was reported that the stent foreshortened, requiring an additional device. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. The lesion was predilated and stent was implanted in the superficial femoral artery; however, it shortened to approximately 12 cm. An additional stent was required. There was no patient injury.